Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 31-year-old female patient who had essure (batch no. 12344805, 626798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: zolpidem on (B)(6) 2008. Concurrent conditions included hypothyroidism, fatigue extreme, palpitations and polycystic ovary. Concomitant products included levothyroxine sodium (synthroid) since (B)(6) 2008 for hypothyroidism as well as ibuprofen from 15-jul-2008 to 12-sep-2013 and paracetamol (acetaminophen) from 15-jul-2008 to 12-sep-2013. On (B)(6) 2008, the patient had essure inserted. In october 2008, the patient experienced pelvic pain ("pain pelvic area"), menorrhagia ("abnormal and excessive bleeding during menstruation/ abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In november 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and mood swings ("mood swings") and was found to have weight increased ("weight gain"). The patient was treated with midazolam and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage, weight increased, mood swings, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: post procedure trailing coils left -3 right-5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: (as per pfs): result: total bilateral occlusion. (As per mr): result: there are bilateral essure inserts in place. There is no contrast entry into the fallopian tubes during the procedure.. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: abdomen pain. Most recent follow-up information incorporated above includes: on 7-aug-2019: pfs & mr was received- events-¿ abnormal bleeding (vaginal), anxiety, depression, pelvic pain¿, concomitant conditions ,concomitant, historical and treatment drugs ,new reporters ,patient demographic , lab data added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 31-year-old female patient who had essure (batch no. 12344805, 626798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: zolpidem on (B)(6)2008. Concurrent conditions included hypothyroidism, fatigue extreme, palpitations and polycystic ovary. Concomitant products included levothyroxine sodium (synthroid) since (B)(6)2008 for hypothyroidism as well as ibuprofen from (B)(6)2008 to (B)(6)2013 and paracetamol (acetaminophen) from (B)(6)2008 to (B)(6)2013. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain ("pain pelvic area"), menorrhagia ("abnormal and excessive bleeding during menstruation/ abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2008, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and mood swings ("mood swings") and was found to have weight increased ("weight gain"). The patient was treated with midazolam and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2013. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage, weight increased, mood swings, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: post procedure trailing coils left -3 right-5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: (as per pfs): result: total bilateral occlusion. (As per mr): result: there are bilateral essure inserts in place. There is no contrast entry into the fallopian tubes during the procedure.. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: abdomen pain. Lot number: 12344805, manufacture date: 2008-01, expiration date: 2009-09. Lot number: 626798, manufacture date:2008-03, expiration date: 2010-02. Most recent follow-up information incorporated above includes: on 22-aug-2019: quality-safety evaluation of product technical complaint. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('gen. Abnorm. Bleed (general abnormal bleeding)') in a 31-year-old female patient who had essure (batch no. 12344805, 626798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: zolpidem. Concurrent conditions included hypothyroidism, fatigue extreme, palpitations and polycystic ovary. Concomitant products included levothyroxine sodium (synthroid) since (B)(6) 2008 for hypothyroidism as well as ibuprofen from (B)(6) 2008 to (B)(6) 2013 and paracetamol (acetaminophen) from (B)(6) 2008 to (B)(6) 2013. On (B)(6) 2008, the patient had essure inserted. In october 2008, the patient experienced pelvic pain ("pain pelvic area"), menorrhagia ("abnormal and excessive bleeding during menstruation/ abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In november 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression\ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety\psych injury"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and mood swings ("mood swings") and was found to have weight increased ("weight gain"). The patient was treated with midazolam and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, genital haemorrhage, pelvic pain and vaginal haemorrhage had resolved and the menorrhagia, weight increased, mood swings, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: post procedure trailing coils left -3 right-5. Received treatment for pelvic/abdominal pain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: (as per pfs): result: total bilateral occlusion. (As per mr): result: there are bilateral essure inserts in place. There is no contrast entry into the fallopian tubes during the procedure.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received-new event gen. Abnorm. Bleed (general abnormal bleeding) was added. The outcome of event pelvic/abdominal pain was updated from recovering /resolving to recovered /resolved. Lawyer was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
Quality-safety evaluation of ptc received on 09-dec-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain, amongst non serious events. Plaintiff underwent a salpingectomy five years after essure insertion. Abdominal pain is anticipated in the reference safety information for essure. Given the plausible temporal relationship and the lack of alternative explanation, the event was considered related to essure. This case was regarded as incident as a surgical intervention was performed. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 18-nov-2016 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2008 for permanent contraception. Sometime after implant of the essure device, she began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing abdominal pain, mood swings, weight gain, as well as abnormal and excessive bleeding during menstruation. On or about (B)(6) 2013 she saw her physician and underwent a salpingectomy. Follow up information was received on 09-dec-2016: this adverse event report is related to a product technical complaint (ptc). (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain, amongst non serious events. Plaintiff underwent a salpingectomy five years after essure insertion. Abdominal pain is anticipated in the reference safety information for essure. Given the plausible temporal relationship and the lack of alternative explanation, the event was considered related to essure. This case was regarded as incident as a surgical intervention was performed. A product technical analysis is expected. Further information will be obtained through the litigation process.